Event description:
It was reported there was a screen abnormality in the middle of a device check. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; programmer passed functional tests. Analysis also found a noisy system fan. Concomitant products: product ID 2067 rf head. (B)(4).